Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having vitiligo. The irritation was described as red open blisters. The patient also reported the irritation felt like a burning sensation. The patient stated she believes her skin condition is causing the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to doctor about the irritation but there is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.